Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to atrophy leading to the device not working. The aus 4.0cm aus cuff, pump, and balloon was explanted and a new aus 4.0cm cuff, pump, and reservoir was implanted. The cuff was implanted in a more proximal position where there was more bulk on the urethra. The patient fully recovered following the procedure.